Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the knurled knob would not secure was confirmed. An assessment was performed on the device which found that the device failed the safety assessment (runs in the load position) and overheated in one minute (51.7 degrees above ambient temperature should be less than 20 degrees). It was also noted that the hose was faded. During repair it was observed the locking components were damaged and caused the device to overheat and run in the load position (powerbroken). It was determined that the issue with locking components was due to trying running the device in the load position or pushing on the disconnect sleeve while the device was running damaging the locking components. The assignable root cause was determined to be component damage was caused by user error. It was further determined that condition of the hose being faded was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during routine equipment inspection/maintenance checks it was observed that the knurled knob for the motor device would not secure. During in-house engineering evaluation it was found that the device failed the safety assessment (runs in the load position) and overheated in one minute. It was also noted that the hose was faded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.